Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation around the patch area. Patient reported that the appeared red and raised. There was no alleged device malfunction contributing to the irritation. The patient was advised to use an antibiotic cream and to remove the device. The outcome is unknown.